Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thoracic procedure, the device would not open when closed on lung tissue after it had been fired. The lung was tore when they finally pulled the device open. They had to resect more of the patient¿s lung then originally intended. These are all the details presently known. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the exact date of the procedure? How was the device jaws opened? Prior to the difficult to opening, was an unexpected/unusual noise heard? Prior to opening issue, did the device require excessive force to fire? Which firing of the device did the event occur? Was the instrument fired across or near an existing staple line or clip? What was the device position when problem occurred? Were there any opening issues with previous firings? Was buttressing material used?